Event description:
The patient claimed that the up, down and ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 12/12/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow, down arrow and ok buttons were intermittently responsive and required more force and several presses on the keypad to elicit a response. All of the keypad buttons did not spring back and click back as expected.

Manufacturer narrative:
The pump ha been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete, a supplemental will be sent out to the FDA. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.